Manufacturer narrative:
Product code = dqx. Device evaluation begun, but is not yet complete. Reported to (B)(6) ((B)(6)). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an angioplasty for a pulmonary valve stenosis, another manufacturer's 12 millimeter (mm) dilatation balloon was placed on the straight fixed core wire guide. The balloon took an abnormal form, and deflation was noted to be difficult. The balloon and wire guide were unable to be removed, and were blocked at the tricuspid valve. The tip of the wire guide was hooked to the right pulmonary branch by a small "hook" at the tip of the wire. The patient was required to be transferred to the operating room for surgical removal of the devices. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigational findings.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: a review of the dimensional verification, complaint history, documentation, drawing, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the wire guide was heavily elongated and separated into multiple pieces. The distal weld was present on the end opposite the balloon. There was no visible safety wire in the coil. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.